Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients were noted, and a one to one correlation cannot be made. The baseline gender/age is male/71 years. A request for additional information was made, and no response was received. Referenced article: effect of ventricular pacing lead position on tricuspid regurgitation: a randomized prospective trial heart rhythm 2018; 15(7):1009-1016 10.1016/j.hrthm.2018.02.026. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a left ventricular-coronary sinus lead. The authors discussed a case where the lead dislodged, it was removed and replaced with a different lead in the right ventricle. Another case involved positional phrenic nerve stimulation requiring removal and implant in the right ventricle. One lead prolapsed due to excessive lead redundancy which caused moderate tricuspid valve regurgitation. Additionally, one patient died, and one patient had worsening tricuspid valve regurgitation. The status/disposition of the leads is not known. No further patient complications have been reported as a result of this event.